Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 12 may 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the patient has an infection around the stoma area. The patient was on steroid creams and antibiotics and that "seems to have cleared it up" but it is back again. The feeding tube was changed two months ago. It was reported the tube is "continuously turning around" in the stomach which is thought to be due to weight loss. There is granulation and the stoma site is red.